Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/16/2013 with the following findings: the keypad was found to be intact; no peeling or damage was observed. The complaint of the keypad buttons sticking was not duplicated during testing. All of the keypad buttons responded appropriately. The keypad was removed and there was evidence of contamination found under the up arrow and contrast button contacts. Unrelated to the complaint, evaluation revealed that the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button keypad (damage prior to tactile change) issue. It was reported that the keypad buttons were sticking and the keypad was peeling. It was also noted that the contrast button was no longer worked, which has no effect on insulin delivery function. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.